Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy, without requiring third-party assistance. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin delivery.